Manufacturer narrative:
Other relevant components include: product ID 8781 lot# n717059002 serial# implanted: (B)(6)2017 explanted: product type catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration at 24 mcg/day via an implantable pump for hemiplegia due to spastic cerebral palsy. It was reported that 4-5 hours after the implant procedure, the pump implantation site was swelled by a ¿thing¿ that seemed to be a seroma. It was reported that the swelled site was resolved by pressing, but at an unknown time it was swollen again. It was noted that the dosage was increased to 70 mcg/day from the starting dose of 50 mcg/day. The dosage was decreased 50 mcg because the therapy was too effective. It was reported that the patient¿s symptoms became worse around (B)(6)2017. It was noted that catheter dislodgement was confirmed by x-ray. On (B)(6) 2017, a catheter replacement was performed. It was noted that the ¿thing¿ that seemed to be a seroma was a hematoma. It was reported that the physician re-fixed the pump to address the issue; the fixed sites was changed from 2 site to 3 site. The classification of the seroma and hematoma was reported as n/a to 1-7 (not serious) and the event was reported an unrecovered. It was reported that the cause of the seroma was unknown if related to the catheter, pump, programmer, or surgical procedure. The cause of the catheter dislodgment was considered due to that the direction of the positioned catheter on the spinal cord side was bad. It was further reported that cause of the catheter dislodgement was related to the surgical procedure. The classification of the catheter dislodgement was reported as 3 (serious) and the event was reported an unrecovered. No further complications were reported and/or anticipated.

Manufacturer narrative:
The other relevant components include: product ID: 8781, lot# n717062001, implanted: (B)(6) 2017, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the correct lot no of the catheter is n717062001, it was previously reported that the catheter lot no was n717059002. No further complications were reported and/or anticipated. Additional information was received. It was reported that the first date that medtronic was aware of the new information that corrected the catheter lot no. Was 2017-sep-19. It was reported that the serial number of the pump was unknown at this time. It was reported that the dates of the dosing changes were unknown at this time. Information was requested to get clarification around the statement that ¿therapy was too effective¿ and no further information was available at this time. Information was requested to get clarification around the statement ¿symptoms became worse around (B)(6)¿ and it was reported that the pump implantation site was swelled by a thing that seemed to be a seroma. It was reported that it was undetermined if the symptoms were related to or caused by the catheter dislodgement. It was reported that the entire catheter was replaced and was discarded at the facility. No further information was available around the exact symptoms that the patient experienced. It was reported that the 24 mcg/day was the current dose of medication in the pump. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(6) no longer applies to this event. The main component of the device system; the other relevant components include: product ID: 8781, lot# n717059002, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. The initial MDR was filed as MFR. Report (B)(4). Additional review showed the correct manufacturing site was site (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the catheter replacement was performed on (B)(6) 2017. It was reported that the patient¿s weight was (B)(6) lbs. It was previously reported that the patient identifier was ¿ys¿ and new information indicates that the patient (B)(6). It was reported that the pump serial number (B)(4). It was previously reported that the corrected catheter lot number was n717062001 and additional information received indicated that the correct catheter lot number is 717059002. It was reported that the patient¿s underlying disease was spinocerebellar degeneration (hereditary spastic paraplegia) with a date of onset/diagnosis of (B)(6) 2017. It was reported that the abdominal hematoma was recovered with a date of outcome of (B)(6) 2017. It was reported that the cause of the hematoma was not related to the drug, pump, catheter, or programmer and was unknown if related to the surgical procedure. The treatment for the hematoma was noted that the drug was not changed and there was no treatment noted related to the drug therapy or investigational device. It was further reported that the catheter issue was a spinal catheter deviation with date of incidence of (B)(6) 2017. The event was reported as in remission with a date of outcome of (B)(6) 2017. It was further reported that the causality of the catheter deviation was reported as unrelated to the drug, pump, and programmer; related to the catheter, and unknown if related to the surgical procedure. It was reported that the treatment for the catheter deviation was that the drug dose was changed and a catheter replacement was performed. It was further noted that the catheter x-ray study was performed on (B)(6) 2017 and the catheter deviation was confirmed. It was noted that a pump operability test was not performed. Additional details of the event were reported and it was noted that on (B)(6) 2017 at 10:00 a resident (the attending physician) reported that the patient complained of increasing spasticity. At 10:45 the catheter deviation was suspected by the x-ray test. At 11:15 the catheter deviation was confirmed by the computed tomography (CT) test. At 13:00 the attending physician explained about the event to the patient and reprogrammed to the minimum of 20 mcg/day. On (B)(6) 2017 at 13:15 a replacement of the spinal catheter was performed under general anesthesia. The comments from the attending physician noted that the direction of the catheter anchor became loop shaped and it might have caused deviation.